Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an increased charge time. This device subsequently showed a replacement notification, which was earlier than expected. However, engineering analysis confirmed the battery voltages and power were normal, and this shortened battery expectancy was related due to the charge time issue. Subsequently, this device was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.